Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/19/2013 with the following findings: the pump was powered on and the complaint of the cloudy display was unable to be duplicated. A leak test was performed and a display lens leak was found. The pump case was opened and moisture was found throughout the inside of the pump case. Unrelated to the complaint, evaluation revealed a discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter alleged entire display is cloudy, appears to be moisture behind the screen. The reporter stated that battery cap never changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.